Event description:
A pt called zoll customer support to report that his battery charger/modem was resetting. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) was completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to detect an inserted battery pack. The cause for the failure was isolated to corrosion on the battery board and bedside board. The root cause for the corrosion was ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement battery charger/modem.